Manufacturer narrative:
Concomitant product: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported the wiring was not exactly in the right spot and they could not hit the hot spot like they did on the test trial. They could not get it to wrap around the patient's leg to where it needed to be. So, they were going to have to go in and replace the wire or move the wire a little bit to get it in the right spot. The wire was not hitting the right nerve. The patient mentioned the trial went well and the wires were hitting the nerve just fine and the patient was pain free. Somehow, after implant they lost it and the wires were not hitting the nerve like it should. The reason the patient was calling was because he had to have surgery. This was considered a sudden symptom. Adjustments had been done to the implant and the programs had been changed which did not resolve the issue. The patient went to program a and then back to b. The patient would be having surgery scheduled to have the wire either replaced or moved. Relevant medical history included non-malignant pain.